Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device was returned with the needle mechanism not deployed. The downloaded data returned timeouts and a drive stall. This drive stall occurred at the beginning of the pod's run, resulting in an early completion of the first priming sequence and the needle not deploying during the second priming sequence. The cause of the drive stall could not be determined. The middle and bottom batteries of the device were measured to have low voltages. The shelf mode current was measured, and it was found to be out of specification. Device was reset while connected to a power supply. No timeouts, drive stalls, or rotational abnormalities were seen in device reset data. Pcb was visually inspected and no issues were found. It could not be determined if the high shelf mode current contributed to the reported event.